Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07087. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint has been confirmed based on the information available to date. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as it was indicated that patient presented small vessel diameter, vascular tortuosity, and calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Finally, device manipulation (e.g high push force) can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the esheath was inserted without resistance, despite a steep vessel angle, and the vessel was pre-dilated using a 16f dilator. Upon advancing the delivery system through the esheath, resistance was encountered. Despite this, the system and valve were successfully advanced beyond the sheath tip. Fluoroscopy imaging revealed that the valve frame was damage with one bent strut. This complication contributed to difficulty in withdrawing the delivery system through the sheath. Ultimately, the entire system was removed as a single unit. The valve and delivery system did not protrude through the side of the sheath while inside the patient. After withdrawal, it was observed that the sheath liner and distal tip were torn as a result of the withdrawal difficulties. A new kit was prepared to continue the procedure without issues. The second valve was successfully implanted and the patient was in stable condition without any injury. The perceived root cause of the event was attributed to small vessel diameter, vascular tortuosity, and calcification.